Event description:
Reporter stated that customer received the following results on the mobile system within 7 minutes: 281 mg/dl, 145 mg/dl and 120 mg/dl. The customer had unspecified hypoglycemic symptoms at the time of the results. No treatment necessary. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
Case indicates patient is "a bit overweight". The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.